Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported on (B)(6) 2018 that they were getting multiple change sensor alerts. Auto mode feature was in use at the time of the incident. Blood glucose level at the time of incident was 49 mg/dl. No symptoms or treatment indicated. Troubleshooting occurred but not completed. Issue resolved by sending new sensor replacement. Product will not be returned for analysis.